Event description:
The customer complained of questionable inr results for 2 patients from coaguchek xs meter serial number (B)(4). Of the data provided, there was a discrepant inr result for 1 patient. The initial result from the meter was >8.0 inr and not believed to be the correct result. The repeat result from the meter was 3.4 inr. A different finger was used for each measurement. There was no allegation of an adverse event. The patient's warfarin dose was slightly lowered after the repeat result. The patient's condition was "fine". The patient was not anemic, not polycythemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in warfarin dose, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The returned strips and retention meter were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr , donor 2 inr: 2.6 inr . Donor 1 hct: 49% , donor 2 hct: 44% . Results: donor 1: retention meter with masterlot strips: 2.1 inr , donor 1: retention meter with customer strips: 2.1 inr . Donor 2: retention meter with masterlot strips: 2.6 inr , donor 2: retention meter with customer strips: 2.5 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.